Event description:
It was reported that while using the surgical fiber during a prostate procedure, the tip of the fiber broke at 41,338 joules of use. The procedure was completed using a second fiber. There was no report of pt injury.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal ot the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Charing detritus on the metal cap and devitrification of the glass cap at the output window were also observed. Both caps remain intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical factors during the procedure.